Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5 to treat lumbar spinal canal stenosis and spondylolisthesis. It was confirmed that the l4 screw backed out sometime post-op approximately 4 months post-op which allowed cage subsidence. The patient complained of pain. Allergic reactions also seem to be occurring. However, crp is normal, and the patient does not have fever. No revision surgery is scheduled at this moment.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.